Manufacturer narrative:
Product ID: 8598a lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8711 lot# l79093, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump was alarming. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached and a non-critical alarm was due to eri (elective replacement indicator). The pump had gone empty and the eri alarm was due to normal longevity; the pump was being replaced today. The patient did not report any symptom change earlier in the day; it was unclear when the pump went empty. The pump was delivering morphine (50 mg/ml at 17.601 mg/day). It was later reported that the pump was replaced and the spinal segment of the catheter as well because the physician was not able to aspirate any csf (cerebrospinal fluid). The patient¿s dose was decreased to 25mg/ml morphine at 6 mg/day. It was later reported that the pump battery died due to normal battery depletion. The patient had symptoms of withdrawal related to the event. The patient recovered without sequela.